Event description:
It was reported, that this patient experienced syncope, due to a lack of pacing. As a result of a fractured right ventricular lead. It was noted, that both leads were suspected to be damaged. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).